Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right ventricular (rv) lead exhibited noise oversensing resulted in noise reversion and high ventricular (hvr) episodes. No intervention or patient condition was reported.